Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl would display power cycle errors upon start up. There is no indication of patient involvement.